Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. (B)(4). Patient weight requested.

Event description:
Patient's mother reported her son developed an infection in the left axilla 1.8 months post miradry treatment. Antibiotics were prescribed. Patient was examined by his primary care physician, who referred him to a surgeon. The affected area was cleaned by the surgeon but did not heal. Patient was referred to a wound care specialist.